Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref#: (B)(4). Summary of investigational findings: the investigation is based on the information provided and an image review. It was reported that the filter tilted a little during placement and 9½ months later the filter had migrated and perforated the vena cava. The filter was surgically removed, but the patient had to come in again due to bleeding. None of the images submitted for review contain any dates to help determine their temporal relationship with one another. Given the complaint report description, and the images submitted for review, it appears the submitted images are from three distinct points in time, although this is not definitively confirmed on the complaint report. The first venogram image demonstrates a deployment sheath via jugular approach with an inferior vena cavogram performed. This demonstrates a large filling defect extending from the left common iliac vein into the caudal ivc as well as narrowing of the central right common iliac vein. The inferior vena cava above the level of the thrombus appears normal in caliber and minimal contrast is seen refluxing into the renal veins. There are 2 additional images presumably from the same point in time, sometime following filter deployment. There is a celect platinum ivc filter seen in the caudal aspect of the ivc with contrast injected via the left iliac vein. There are irregular filling defects seen throughout the left common iliac vein consistent with residual thrombus and stenosis from recanalization of acute deep vein thrombosis. The ivc filter is located just cranial to the confluence of the iliac veins. Relative to the centerline of the ivc, there is approximately 22° of rightward tilt present. In addition, the hook of the ivc filter tents the wall of the right side of the ivc. In addition, the primary and secondary legs appear slightly disorganized with at least one of the secondary filter legs oriented near perpendicular to the long axis of the ivc filter. There is a wire seen extending from the iliac vein through the filter legs into the ivc. The subsequent image demonstrates interval placement of a self-expanding stent at the left common iliac vein, at the confluence of the iliac veins and barely extending into the ivc. The ivc filter is located approximately 2 mm cranial to the cranial margin of the stent. The ivc filter is still significantly tilted towards the right and the legs demonstrate a stable configuration. There are three coronal reformatted images of the abdomen and pelvis with IV contrast which demonstrate the celect platinum ivc filter with a significant rightward tilt relative to the centerline in the ivc. This tilt appears more exaggerated than compared to prior examination and measures at least 35°. The hook and proximal portion of the filter appears to project outside of the right lateral wall of the ivc into the pericaval fat. There are also several primary and secondary legs penetrating through the left wall of the ivc. These may abut the right common iliac artery, indicating a grade 3 interaction, but this is difficult to determine on the images provided. The left iliac stent is partially imaged and appears patent. The final set of images demonstrates a gunther tulip retrieval set sheath positioned in the ivc via a jugular approach. The venogram demonstrates patency of the ivc. There is 40° of rightward tilt relative to the centerline in the ivc. The proximal 1.3 cm of the ivc filter projects outside of the right lateral wall of the ivc, indicating penetration. At least 2 of the secondary filter legs project greater than 3 mm outside of the left wall of the ivc, as due two primary filter legs, indicating penetration as well. There is no significant thrombus seen within the ivc filter. The ivc filter is positioned at least 5 cm below the inflow of the right renal vein. The celect platinum ivc filter was likely deployed above the level of the caval thrombus, to decrease the likelihood of migration of this large clot burden. Given the orientation of the secondary filter legs, at least a component of this tilt and malalignment of the filter legs is directly related to the passage of devices through the iliac vein and ivc filter. This significant rightward tilt, as well as the disorganized appearance to the primary and secondary filter legs, are the direct cause of the development of worsening tilt and penetration observed on the later studies. However, without the initial deployment images of the ivc filter, it is difficult to determine if the filter was deployed in this orientation, or if this is solely a result of manipulating devices through the actual filter. The complaint report does state the filter was tilted ¿a little bit¿ at deployment, indicating at least a component of the tilt was present. The contributing causes of this potential initial tilt are indeterminant given the provided information. There is no discussion in the complaint report as to why the ivc filter was left in its configuration, and given there was no significant thrombus burden in the ivc filter on the images submitted for review at time of recanalization of the left iliac vein, the ivc filter could have been removed at this point before the filter penetrated/perforated through the wall of the ivc. The subsequent CT and venogram images demonstrate worsening of a rightward tilt relative to the centerline of the ivc as well as development of significant penetration involving the proximal portion of the ivc filter extending into the pericaval fat as well as multiple penetrations involving primary and secondary legs. On the submitted images, it is uncertain if any of these structures result in grade 3 interactions with the adjacent structures or if they are all considered grade 2 interactions. Per the complaint report, there were no symptoms of pain or discomfort experienced by the patient and the filter was surgically removed. The complaint report does describe the filter as having ¿migrated¿, but on the submitted images, it is difficult to determine if there is truly any migration, as it appears the filter likely did not change in the craniocaudal position relative to the ivc but rather just perforated penetrated through the walls of the ivc. It does appear attempted filter retrieval percutaneously was performed, although there was no discussion of any advance techniques that would be required to remove the filter with this degree of penetration and angulation. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(4). Similar to device under PMA/510(k) k171712. Investigation is still in progress.

Event description:
Description of event according to initial reporter: after 9 1/2 month the patient come back to control the filter. Unfortunately the filter migrated and perforated the vena cava. Patient had open surgery to explant the vena cava filter. The patient must be second time after open surgery to explant filter. Because she have rebleeding. Patient outcome: open surgery to explant the vena cava filter.